Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted into the arm. On (B)(6) 2023, it was reported by the spouse that the receiver showed high (no cgm readings were provided), so the patient dosed insulin. It was not documented whether the patient experienced symptoms or checked the bg at that time. The patient experienced a seizure. The event happened a month ago, therefore the patient does not recall the exact difference but noted that it was 50 points higher than the bg readings. The patient was treated by the spouse with a glucose shot and recovered after treatment. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.